Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the issue.

Event description:
Consumer reported tampons falling apart and experienced a vaginal bacteria infection. She removed pieces and went to the doctor for treatment.